Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-07360 pertains to the other device. It was reported that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.